Event description:
Info received indicates the head hi/low is drifting.

Manufacturer narrative:
Technical support instructed the account to inspect the head hi/low down and trend valves. Repairs have not been completed.